Event description:
Length of time in restraints/seclusion: approx 6 hours. Pt had difficultly breathing, was intubated and kept trying to pull tube out, pt was placed in soft wrist restraints, condition worsened and family made pt dnr. Restraints were removed at 9:40am and pt was given morphine. Patient died at 3:23 same day.